Manufacturer narrative:
8/1/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument did not release from the tissue. The surgeon resected the instrument from the site. Add'l tissue was cut. The procedure was completed without add'l complications. The pt's status is satisfactory.